Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. This report is number 1 of 2 mdrs filed for the same event (also see 0002242816-2013-00032/00033).

Event description:
It was reported that the threading within the screw head stripped during height adjustment. The screw was removed and replaced with no further incident. Patient outcome: no adverse effect reported as a result of this event.

Manufacturer narrative:
A visual examination confirmed the reported event. Only the head of the returned screw were severe signs of damage such as notching and deformation; the shaft of the screw was not returned.a review of the manufacturing record indicated that there were no dimensional, functional, or material anomalies reported at inspection.the probable underlying root cause for the damage is excessive torque forces leading to loss of mechanical integrity, deformation, and implant disassembly during usage of the device.